Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The outer insulation was breached cut, and exhibited a cosmetic depression. Blood/ body fluid was found on the distal conductor (not obstructed), and the proximal conductor was distorted. The lead was damaged at implant.

Event description:
It was reported that the system was being explanted due to the patient's psychology. During the explant procedure, the lead was noted to have a lot of blood inside it. The lead was removed and not replaced. No patient complications have been reported as a result of this event.